Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reen4660 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reen4660) have been reported from the same facility in (B)(4). Device not returned for evaluation.

Event description:
It was reported that the catheter was unable to be connected with the oversleeve portion. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty assembling a connector is confirmed and was determined to be manufacturing related. One 4 fr two-piece groshong nxt connector was returned for evaluation. An initial visual observation showed a small amount of use residue on the returned sample, and the connector pieces were returned assembled. An attempt was made to disassemble the connector pieces and the connector pieces were found to be able to be pulled apart by hand with relative ease. A microscopic observation revealed a slight gap between one of the locking arms and the distal connector piece when the connector was assembled. Some deformation was observed in the grey plastic of the proximal connector piece where the locking arms meet the rounded base. The distance between the locking arms of the proximal connector piece was measured and was found to be too wide and out of specification. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event.

Event description:
It was reported that the catheter was unable to be connected with the oversleeve portion. No other information was provided.

Event description:
It was reported that the catheter was unable to be connected with the oversleeve portion. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reen4660 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reen4660) have been reported from the same facility in china. Device not returned for evaluation.